Event description:
And on the package it says not to swallow and I had a gulp of it accidentally, like maybe two tablespoons of it . [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 71-year-old patient who received denture cleanser (polident 3 minute) tablet (batch number 106297xa, expiry date unknown) for dental cleaning and denture wearer. On (B)(6) 2023, the patient started polident 3 minute. On (B)(6) 2023, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. The consumer stated that "my dentist gave me a sample to clean the temporary mouth piece I have. And on the package it says not to swallow and I had a gulp of it accidentally, like maybe two tablespoons of it. Lot 106297xa".

Manufacturer narrative:
Argus case: (B)(4).